Event description:
It was reported that this pacemaker exhibited undersensing on the right ventricular (rv) lead. Currently, this product remains in service and no adverse patient effects were reported.